Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "I request to review the lot of the PICC catheter insertion supplies because today we have placed 3 and the 3 dilator and the guide have been bent, which makes it difficult to perform the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2024-00598, 9680794-2024-00597, 9680794-2024-00596, 9680794-2024-00650, 9680794-2024-00649, 9680794-2024-00648.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The customer report of a damaged dilator was not confirmed through visual analysis of the customer provided photo. The dilator was not visible within the provided photo. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I request to review the lot of the PICC catheter insertion supplies because today we have placed 3 and the 3 dilator and the guide have been bent, which makes it difficult to perform the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2024-00598, 9680794-2024-00597, 9680794-2024-00596, 9680794-2024-00650, 9680794-2024-00649, 9680794-2024-00648.